Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Ananlysis was normal. No anomaly was found.

Event description:
It was reported that there was no capture and perforation had occurred. The lead was replaced and the patient was in good condition after the procedure.